Manufacturer narrative:
The insulin pump had severe scratched and foggy lcd window noted during testing. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, cracked case at display window corners and missing end cap sticker.

Event description:
The customer reported via phone call that the display window on the insulin pump had several scratches and foggy. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis. The customer stated that the screen was hard to see. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.